Event description:
A 2.25mm x 30mm endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a severely calcified proximal lad. An attempt was first made to implant a 28mm other brand stent which failed. Then an attempt was made to implant the endeavor resolute rx drug-eluting coronary stent delivery system, which also failed. It is reported that the distal part of the stent became caught on the lesion and unraveled as it was being withdrawn. It was reported that this was a difficult case. The case was completed using a 13mm and a 14mm other brand stent. The endeavor resolute rx drug-eluting coronary stent delivery system was returned for evaluation. The stent was on the balloon. The proximal marker band and pillow were visible. The first seven proximal segments had minor damage. The remaining segments were severely stretched, deformed and pulled distally over the distal tip. The distal tip was damaged. Crimp/bake impressions were evident on the portion of balloon that was visible. Information received from the account confirmed that the stent was inspected prior to use with no issues noted. As per the event description, the physician was unable to advance the stent across the lesion, the distal stent segments became caught on the calcified plaque present at the lesion and unraveled as the device was withdrawn. The target lesion located in the proximal lad was reported to be severely calcified. Although, the lesion was pre-dilated, the pre-dilatations may not have been sufficiently effective in opening the stenosis and this may have resulted in the resistance experienced during delivery of the resolute stent. Communications from the account confirmed that prior to attempted delivery of the resolute stent, the physician had unsuccessfully attempted to deliver a 28mm cypher stent. The lesion was treated using a 13mm and a 14mm stents which suggests that the shorter length stent may have been optimal to this lesion. It appears that the lesion morphology may have impacted on the deliverability of the stent and resulted in the damage to the stent. Cd or procedural images were not provided for return. There is no identified inadequacy in the endeavor resolute rx instructions for use (IFU) in relation to the reported event.

Manufacturer narrative:
(B)(4): evaluation results: (severe calcification). Conclusions: (severe calcification). (B)(4) (stent damaged during procedure).